Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a device change out, this right atrial (ra) lead was connected to the new device and noise was observed. The noise was oversensed and resulted in pacing inhibition. The noise was reproduced with manipulation and was observed when tested via a pacing system analyzer. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.